Manufacturer narrative:
The device was not returned to the MFR. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during a case, the doctor had the palacos r+g catch on fire while the bovie right next to the cement. The reported fire lasted for a quick second and then went out on its own. Add'l clinical f/u with the customer indicated that during a total knee replacement, the cement caught fire right after the mixing phase when the cement was just placed on the tibia before the implants were inserted. A covidien bovie was utilized at the 75cut / 50 coagulation settings. There was no medical intervention, no present tissue damage to the pt, and no harm to any healthcare provider working the surgery. The same palacos was still utilized to successfully complete the procedure.